Manufacturer narrative:
The device was returned to olympus for inspection. A root cause cannot be identified. Based on the results of the investigation, debris was confirmed inside the lens; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during evaluation, the gastrointestinal videoscope had debris inside the light guide lens. There was no patient involvement.